Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. It was unable to perform functional testing due to motor error alarm. Device had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. First time was on (B)(6) 2013 and then again the night of the call. The drive support cap is recessed. The device was not exposed to a magnetic field. The customer was able to rewind and it passed the selftest and displacement test. Blood glucose value was 151 mg/dl. Customer was advised monitor the device. The customer called back on (B)(6) 2013 to report that the insulin pump alarmed motor error again. Blood glucose was 445 mg/dl. The customer had not treated as she did not have a back up plan. The insulin pump was replaced and returned for analysis.